Event description:
Customer contacted beckman coulter inc., (bci) and reported that they received leaking blood urea nitrogen (bunm) reagent kits. No injury was reported on this issue.

Manufacturer narrative:
Customer was sent replacement.